Event description:
It was reported that the trim knob was not working. The customer reported that there was no patient involvement.

Manufacturer narrative:
Added patient statement and report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. It was reported that the trim knob was not working. The field service engineer( fse) confirmed the reported problem. The fse replaced the front bezel to address the reported problem.

Event description:
It was reported that the trim knob was not working.